Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes no pacing, no sensing, no magnet response, and no telemetry. The leads tested normal. Therefore, the pulse generator was replaced.